Event description:
It was reported that during implant attempt, while checking the 6947 lead on the analyzer no ventricular sensing was noticed even when changing the lead position in the ventrical. The programer, analyser and analyser cable were changed, and the lead still could not sense the ventricle. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head.